Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit , and the iabp failed the battery runtime test, which was less than 60 minutes per battery. Batteries were to be ordered by biomed. A full calibration and functional check had been performed per the factory calibration procedures by the fse. The iabp was returned to the customer's biomed for battery replacement, and the biomed ordered and replaced the batteries, charged them and put the iabp unit back into clinical service. (B)(6).

Event description:
It was reported that during a sales visit performed by a getinge representative, when the cardiosave intra-aortic balloon pump (iabp) was running, the battery indicator on the screen of the iabp was showing low even when the battery had been charged. There was no patient involvement, and no adverse event reported.